Event description:
It was reported that a user recently started on the ilet and experienced difficulty with meal announcements, with hypoglycemia before breakfast and lunch when meals were not announced, followed by hyperglycemia with a blood glucose value of approximately 270 mg/dl later in the day. Symptoms included hypoglycemia and hyperglycemia. Outcomes included user education and troubleshooting with coaching on proper meal announcement, after which blood glucose was approximately 230 mg/dl and trending downward without further assistance requested. Investigation included a customer interview and troubleshooting and education regarding device use. Investigation of this case revealed no device alarms or malfunctions and suggested use-related factors associated with meal announcement practices. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user interaction with the device. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.